Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical rite (returned instrument testing evaluation) testing of the device, simulated-use testing and a visual inspection. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and identified the alarm as a system error 2240. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.